Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, suture, link, needles, and cuffs were not returned with the device; therefore, the scope of this investigation was very limited. The reported information suggested that needle deployment and suture retrieval were successful; however, the suture broke when attempting to tighten the suture knot to close the vessel. Consistent with the reported information, the suture might have been broken due to having been pulled with force. The instructions for use, under the smc device placement section, states: with the suture trimmer in place, tighten the knot by gently pulling the non-rail (white) suture limb. Do not apply excessive pressure to the suture. However, because the suture was not returned with the device, this could not be confirmed. Because the original plunger was not returned with the device, during lab testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. No manufacturing or quality issue was detected. Based on the investigation, the cause of the reported event could not be determined. A query of the complaint database for this lot revealed no similar incidents with reported suture break while tightening the suture knot. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the physician was tying the knot down, the suture was pulled hard and broke. A second proglide was successfully used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.